Event description:
It was reported that during surgery a wrong implant was found. The right side size 2 tibial base plate was opened in the surgery for implanting and the scrub guy found out that the box contained anthem size 2 tibial base plate. The doctor implanted the same in the patient as there was no back up available. In genesis ii tibial implant box, anthem tibial implant was found with stickers. No delay was reported. Anthem and genesis sets were combined in the patient.

Manufacturer narrative:
The associated complaint device was not returned. A visual inspection of the photo attached shows chart stiks of implants but does not show 71420180/18jm05625. There are no photos of the actual packaging issue, product or the chart stik. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened.